Event description:
It was reported that prior to surgery it was discovered that "the hose was blown out" on motor device. The reporter stated that the "hose did not have a pressure relief valve and ruptured". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed and the hose has been occluded, causing it to rupture. Therefore, the reported condition was confirmed. This device was not equipped with a pressure relief valve.  The assignable root cause was determined to be use error/misuse/off label use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.